Event description:
The customer contact reported a separation; subsequently leak of a chemotherapeutic agent was noted. The patient was to receive an infusion of "oxaliplatin" in d5w via the piggyback set. It was reported that an unspecified buretrol set was connected to the patient's PICC line through which an infusion of "lucovine" had been completed. During connection of the piggyback set to an access port located on top of the unspecified buretrol set's chamber, the nurse unclamped the tubing above the chamber. At that time, the piggyback set's tubing "came apart" from its male end. The male end of the piggyback set remained in the access port of the buretrol set's chamber. The chemotherapeutic agent contacted the nurse's hand and the patient arm. The piggyback tubing set was immediately clamped. The nurse rinsed her hand and the patient's arm. Following the event, the tubing sets and the medication were replaced. It was reported that the patient's medication schedule was reset. There were no adverse patient or staff effects. No medical interventions were required. Though requested, no additional information was provided.